Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation, received on nov 19, 2020 with lot number 2690086. Visual analysis of the returned device identified: crease fold, wear abrasion, one opening linear on the posterior, brown particles in the shell, brown particles in the fill channel, and observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified: one opening crease smooth on the posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one crease smooth opening on the posterior assessed as fold flaw opening.

Event description:
Additional report of "fold flaw".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Device remains implanted.